Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients ipg was no longer charging. The ipg will be replaced per physicians preference. No device malfunction suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2138500; model: sc-2138-50; serial: (B)(6); batch: 103168/103551.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent revision procedure wherein the ipg was replaced and the leads were explanted. No device malfunction was suspected. No further information has been obtained despite good faith efforts.